Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The investigator noted that the enclosure, water tank cover, line cord, and drain fitting were all damaged. In addition the unit had an old style pcb. The tank was filled with water, a temp-check was attached, and the line cord was plugged in. The power switch was then turned on. The customer reported product problem (device not circulating) was confirmed during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the device was not circulating despite having new o-rings. There was no patient involvement.